Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge to resolve the issue and resume insulin delivery. Customer's blood glucose (bg) level ranged from 355 mg/dl to 515 mg/dl; cause of the elevated bg was unknown. Customer changed the pump supplies and delivered a bolus via the pump to address elevated bg.